Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and medical monitoring; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2018, the patient was implanted with a flat surgical hernia mesh to repair an inguinal hernia. It is alleged by the patient's attorney the patient has suffered injuries and will require medical monitoring and care. It is also alleged by the patient's attorney bard flat surgical mesh possessed unreasonably dangerous characteristics that were a cause of the incident, injury, and damages to the patient. It is also alleged, the vices and defects in the bard flat surgical mesh caused injury to patient. It is alleged by the patient's attorney the patient was induced to and was implanted with the bard flat surgical mesh, thereby sustaining severe and permanent personal injuries, and/or being at an increased risk of sustaining severe and permanent personal injuries in the future. It is alleged the patient has suffered past, present, and future physical pain and suffering. It is also alleged the patient has suffered past, present, and future disability. It is alleged by the patient's attorney that bard mesh products are uniformly defective. It is also alleged by the patient's attorney the bard flat surgical mesh implanted into patient was unreasonably dangerous.